Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the catheter was noted to have two pin holes in the arterial lumen 5 days post insertion. Flushing was done and leakage was noted when patient's access was used. Lumen was not used and left clamped below where the holes were identified until repair could be done. It was reported that repair was done july 28, 2020. It was also mentioned that clamps are routinely moved along the length of the extension. Chlorhexidine 2% and alcohol 70% was used to clean the device, tego was utilized and there was no luer adapter issue. There was a blood loss of 1ml, blood transfusion was not required. The treatment was completed after the product was repaired. There was no reported patient injury."

Event description:
According to the reporter, during use, catheter was noted to have two pin holes in the arterial lumen 5 days post insertion. It was stated that leak noted when patient's access was used during flushing. Lumen was not used and left clamped below where the holes were identified and treatment was suspended until repair could be done. Repair was reported to be done (B)(6) 2020. There was "minute" blood loss (less than 1ml) and no transfusion was done. It was also stated that clamps are routinely moved along the length of the extensions. Chlorhexidine 2% and alcohol 70% was used to clean the device, tego was utilized and there was no luer adapter issue. There was no damage noted on the device upon receipt, and was sealed. There was no reported patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the red luer adapter and a piece of extension tube were received. The extension tube was cut very close to the adapter. The adapter and small piece of extension tube were visualized via microscopic evaluation and it was confirmed that no cracks were present. It was reported that there was a leak on the extension tube. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the catheter was noted to have two pin holes in the arterial lumen five days post insertion. Flushing was done and leakage was noted when patient's access was used. It was reported that the two pinholes was not noted on the product prior to use. Lumen was not used and left clamped below where the holes were identified until repair could be done, repair was done almost end of (B)(6) 2020. It was also mentioned that clamps are routinely moved along the length of the extension. It was reported that the two pinholes was not noted on the product prior to use. There was no damage on the product upon receipt. Catheter was no repaired, chlorhexidine 2% and alcohol 70% was used to clean the device, tego was utilized and there was no luer adapter issue. Insertion site was treated prior to use. There were no adverse events observed to the patient and there were no any patient symptoms or complications associated with the event, there was a blood lost of 1ml, blood transfusion was not required. The treatment was completed after the product was repaired. There was no reported patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the catheter was noted to have two pin holes in the arterial lumen five days post insertion. Leak was noted when patient's access was used. Lumen was not used and left clamped below where the holes were identified until repair could be done; repair was done almost end of (B)(6) 2020. It was also mentioned that clamps were routinely moved along the length of the extensions. Catheter was not repaired; chlorhexidine 2% and alcohol 70% were used to clean the device; tego was utilized; and there was no luer adapter issue. Insertion site was treated prior to use. There were no adverse events observed to the patient and there were no any patient symptoms or complications associated with the event; there was a blood loss in "minute". There was no reported patient injury.